Event description:
It was reported that the haptic of the aq2010v three piece silicone lens tore as the surgeon was inserting it in the eye. The lens was cut and removed without any injury to the patient. Another same model lens was implanted. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation results: visual inspection of the returned lens showed the lens was received in three pieces and there was evidence of a clear surgical residue. (B)(4).